Manufacturer narrative:
Reportedly, the caleo incubator involved was evaluated and tested by biomed after the power cord was replaced. The incubator functioned and tested to manufacture's specifications and was already returned to service. The investigation of the power cord and the mains outlet is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that: a nicu staff member saw a flame coming from a mains outlet behind a patient's incubator. The plug end of the feller power cord was significantly damaged.

Manufacturer narrative:
The double-receptacle of the wall installation and the power cord were provided for investigation. Both showed heavy burn marks and were damaged. The power cord was sent to the manufacturer for further analysis. It is assumed that the ignition was caused by a cracked connector pin due to improper lateral tension. The plug is made of flame retardant materials. Hence the damage occurred locally only. The power cord complies with all relevant standards and is approved by ul and csa. It gets regularly checked within the electrical safety test at preventative maintenance (pm) and was the latest found within specification in july 2015. A life span is not defined, anyway might improper handling significantly reduce it. In the event a power cord with a damaged ohmic contact is used, the device might restart because of a possible loose contact. The power cord was replaced and after testing the device it was returned to service.

Event description:
Please see initial-report.